Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing with pectoral muscle stimulation and noise. It was also noted that the ra lead exhibited undersensing during atrial arrhythmias, which resulted in the cardiac resynchronization therapy pacemaker (crt-p) falsely reporting ventricular tachycardia (vt). Diagnostic testing and troubleshooting was performed. The ra lead and the crt-p were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.